Event description:
A report was received that the patient had infection at the pocket site. Patient's symptoms were swelling, redness, fever, and discomfort. The patient underwent a pocket revision, during which, it was discovered that the infection was spreading. The physician elected to explant everything. Antibiotics were prescribed. The physician believed that the infection was procedure related. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.